Event description:
Boston scientific received information that this right ventricular lead displayed high thresholds. Upon a revision procedure this right ventricular lead was explanted and will be returned. It was noted that this patient had twiddlers syndrome and the lead had dislodged resulting in high pacing thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.